Event description:
Dealer stated that the alarm on an irc5po2 concentrator is not functioning. This event prevents the user from being alerted to any malfunction where they need to switch to another source of oxygen and to seek repairs.